Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). Preventative maintenance was performed on the unit. Evaluation in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported during preventative maintenance (pm) of the device, the unit does not appear to be heating. Per the service report, this is a backup unit at the customer. Since this event was during pm, there was no patient involvement. Investigation in process, but not yet completed.